Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), abdominal pain lower ("severe cramping / abdominal pain") and genital haemorrhage ("heavy abnormal bleeding") in a 35-year-old female patient who had essure (batch no. 628047/627756) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included oral contraceptive nos since 2004 to february 2008 for contraception and menstruation abnormal. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain, abdominal pain lower (seriousness criteria medically significant and intervention required), menstrual disorder ("cycle was very abnormal"), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary tract infection ("urinary tract infections"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (removal of fallopian tubes) robotic total laparoscopic). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menstrual disorder, genital haemorrhage, vulvovaginal pain, vaginal haemorrhage, menorrhagia and urinary tract infection outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal, menorrhagia) and urinary tract infections, cycle was very abnormal. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping / abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), abdominal pain lower ("severe cramping / abdominal pain") and genital haemorrhage ("heavy abnormal bleeding") in a 35-year-old female patient who had essure (batch no. 628047,627756) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included oral contraceptive nos since 2004 to february 2008 for contraception and menstruation abnormal. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("cycle was very abnormal"), vulvovaginal pain ("vaginal pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary tract infection ("urinary tract infections"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (removal of fallopian tubes) robotic total laparoscopic) and surgery (hysterectomy with bilateral salpingectomy (removal of fallopian tubes) robotic total laparoscopic). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, vulvovaginal pain, vaginal haemorrhage, menorrhagia and urinary tract infection outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure devices were placed into each fallopian tube. There were no complications. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in march 2009: total bilateral occlusion . Lot numbers and exp/mfg dates: 628047 aug2010 / aug2008. 627756 aug2010 / aug2008 . Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc FDA codes entry. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report